Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading up to it. There was no reported impact on the customer's blood glucose level. Customer service provided pump reset instructions and assisted the caller in resetting the pump, successfully resolving the issue, and allowing the customer to continue using the pump. The customer was advised to call back if any malfunction recurred, which they acknowledged and understood.